Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was corrosion on the components inside ECG electrode d. The ebelt was not able to run the detect and treat testing due to the corrosion on components v1, r7, r11, r10, r9, v2 and u1. The root cause of the corrosion is unable to be positively identified but likely due to liquid ingress of an unknown contaminant. No adverse event resulted from the corrosion.